Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The user reported that the pod may not be delivering insulin. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient that they had a pod on for 2 days and they don not believe that the pod was delivering insulin despite multiple boluses. The patient stated when they went to bed their blood glucose levels were in the 300's and when they woke up they were vomiting and decided to go to the hospital. Patient's blood glucose levels reached a high of 560 mg/dl while wearing the pod for mire than 48 hours on the arm. Patient was in the hospital from (B)(6) 2020. Patient was there provided with nausea medication, morphine and zofran.